Event description:
The following was reported to hamiton medical ag: technical fault:231008 (o2 valve leak) / 231007 (o2controllerflowhigh) when oxygen supply is connected. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).